Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was unable to verify that the device inappropriately powered off. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. The customer advised that their device powered off while transporting a patient to the hospital. They were able to power the device on but it shut off again. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. The customer advised that their device powered off while transporting a patient to the hospital. They were able to power the device on but it shut off again. This issue is patient related; however, there was no adverse patient outcome reported.